Event description:
A customer reported that the air was not substituted and temporary hypotony occurred during a vitreo-retinal procedure. The product was exchanged but the problem was not solved. The system was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).